Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced adhesion issues with multiple infusion sets over the last several months. The customer stated that due to sweat, the sites continue to fall off. Blood glucose (bg) level was impacted (484 mg/dl) and was addressed via manual injections. Tandem's customer technical support (cts) suggested to discuss infusion set adhesion products with the customers health care professional. Multiple attempts were made by cts to obtain infusion set information; however, no additional information was provided.